Event description:
It was reported that during testing conducted by a field service technician at the user facility, the handswitch was found to have illegible run/safe etchings. As this occurred during testing, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.